Manufacturer narrative:
(B)(4). Evaluation: method: (other) - lens work order search. Results: visual inspection of the returned product showed a piece of a haptic was missing and a clear surgical residue on the lens. A work order search was performed and there were no similar complaints found. (B)(4).

Manufacturer narrative:
Evaluation method: device history review. Results: based on the investigation, it has been determined that nothing in the manufacturing of the lens was the root cause of the complaint. The lens tears looks manipulation or injection related. Since the reporter stated that the lens was observed to be defective during loading in the cartridge, the cause of the complaint remains unknown. Conclusion: unable to confirm complaint. Based on the complaint history, work order search, product evaluation and device history review, we were unable to determine a specific root cause of the event. (B)(4).

Event description:
The reporter stated that the surgeon noted an imperfection on the micl12.6 implantable collamer lens. The defect was noted while loading the lens. No patient contact. Additional info was requested but not yet received. If any additional info is obtained a supplemental medwatch will be submitted.